Event description:
The pt had a return of symptoms and was admitted to the hospital (date symptoms returned and date of admission were not provided). It was indicated that at the 2008 refill, the volumes measured equally (the expected and actual reservoir volumes were both 4 mls). The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.